Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during injection of amvisc plus into the patient's eye, the cannula detached from the syringe. It landed on the back side of the anterior chamber of the eye and went into the vitreous. The physician noted that the cap had been difficult to remove. A three-piece intraocular lens was used to complete the surgery instead of the one-piece originally planned. Additional information has been requested but has not been received.